Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "gas loss" alarm generated. The iab as well as console were replaced. The indication for use was that patient needed hemodynamic support. There was no reported injury to the patient.

Manufacturer narrative:
Additional contacts at facility reported as (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "gas loss" alarm generated. The iab as well as console were replaced. The indication for use was that patient needed hemodynamic support. There was no reported injury to the patient.